Manufacturer narrative:
It was reported that changing r/l orientation using r/l button in rosa software changes the position of the target point previously defined by acpc coordinate system. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. The patient folder has been tested at the manufacturing site to re-create the event. Investigation concluded that the target point was not modified when the orientation r/l is changed but that this orientation shift leads to a distortion of the image in the 2d coronal (acpc). It is assumed that it is this distortion which misled the user about the position of points. The distortion is due to a known design defect.

Event description:
Neurosurgery fellow complained that changing r/l (right/left) orientation using r/l button in rosa software changes the position of the target point previously defined by acpc coordinate system. Typically, changing r/l configuration results in a horizontal flip of exam and all trajectories; however, fellow said the target points of both trajectories were altered. Fellow redefined target points and proceeded withplanning. Cst was unable to recapitulate issue.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Neurosurgery fellow complained that changing r/l (right/left) orientation using r/l button in rosa software changes the position of the target point previously defined by acpc coordinate system. Typically, changing r/l configuration results in a horizontal flip of exam and all trajectories; however, fellow said the target points of both trajectories were altered. Fellow redefined target points and proceeded with planning. Cst was unable to recapitulate issue.